Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it is being evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was experiencing pain at the implant site since undergoing a 1.5t MRI one year ago. The patient wore a headband before the test and the scanning was in the spine area. No pain was experienced during MRI and the procedure was completed. The surgeon noticed a change in the position of the implant and the patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem and the device is working within specifications. According to the information received, the device was explanted after shifting from its original position. As per implant registration card, an implant bed was drilled but the device was not additionally fixated. This is a final report.

Event description:
The patient was experiencing pain at the implant site since undergoing a 1.5t MRI one year prior. The patient wore a headband before the test and the scanning was in the spine area. No pain was experienced during MRI and the procedure was completed. Hearing performance was not affected. On (B)(6) 2016 a change in the position of the implant was noticed and the patient was re-implanted on (B)(6) 2016.